Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements over the prior year, and were greater than 125 ohms. No noise was observed. Boston scientific technical services (ts) discussed continued monitoring and future troubleshooting options if the shock impedance measurements continued to increase. No adverse patient effects were reported. The lead remains in service.